Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus). The reporter considered medical device removal to be related to essure administration. The reporter commented: implant state: (B)(6). Removal state: (B)(6). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus). The reporter considered medical device removal to be related to essure administration. The reporter commented: implant state: (B)(6). Removal state: (B)(6). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: medical device monitoring error ("essure placement and endometrial ablation done on same day."). The patient had a medical history of dyspareunia, obesity, parity 2, gravida ii, menstrual cramp, bleeding genital and pelvic pain. Previously administered products included: mirena. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). The reporter considered medical device removal to be related to essure administration. The reporter commented: implant state: oh removal state: oh. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 56.933 kg/sqm. [Pathology test] on (B)(6) 2020: final diagnosis: uterus, cervix, and bilateral fallopian tubes, hysterectomy, and bilateral salpingectomy (a): cervix: benign reactive changes. Endometrium: inactive endometrium; hyalinized material consistent with the patient's history of endometrial ablation. Myometrium: no significant pathologic abnormality. Serosa: no significant pathologic abnormality bilateral fallopian tubes: no significant pathologic abnormality. Metal coils consistent with essure coils, gross diagnosis only. Specimen submitted: uterus, cervix, bilateral tubes and bilateral essure coils clinical data: chronic pelvic pain quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: reporters,patient information,medical history,lab data,indication,removal date,event onset date,non drug treatment added,. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.